Event description:
An ocd lab specialist observed biased valp results on two 5, 1 fs analyzers while performing a precision and accuracy qualification. No pt results were reported biased results of the direction and magnitude observed could lead to inappropriate physician action. There was no report of pt harm as a result of this event.